Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 191 mg/dl. The customer reported buttons are not responding. The customer stated that the device was not dropped or bumped and no excessive moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer insulin pump is oow.